Event description:
Patient¿s components loosened and it did not appear that cement adhered to the patient¿s bone. Femur and tibia baseplate was loose at bone to cement interface. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).